Event description:
It was reported that an unspecified number of bd safetyglide¿ needles were blocked during the priming process. The following information was provided by the initial reporter: "these would not prime and could not be use on patients"

Manufacturer narrative:
H6: investigation summary : it was reported that the needles were clogged. To aid in the investigation, eight samples were provided to our quality team for investigation. A visual inspection was performed and no defects or imperfections were observed. Each sample was then connected to a syringe with saline solution. Six samples expelled the solution with a normal flow. Two samples did not expel the solution; these needles are clogged. Based on the quality team¿s investigation, the root cause of the incident clogged needle can be traced to the manufacturing process. During review of the process, process variations during the needle lubricant application can create clogged needles. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. Furthermore, a device history record review was completed for provided lot number 2024137. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Based on the investigation and with the returned sample analysis the symptom reported is confirmed.

Event description:
It was reported that an unspecified number of bd safetyglide¿ needles were blocked during the priming process. The following information was provided by the initial reporter: "these would not prime and could not be used on patients."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.